Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the cover of one end of the cable was dislocated and was not returned. While we are unable to determine the cause of the reported event, this type of damage is consistent with the failure to follow the IFU recommendation: "pull back only on the extension cable connector collar when disconnecting the extension cable from the adapter cable". A company representative performed in-servicing on 04/01/2013. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the connector collar broke off of two hemopro 2 extension cables while disconnecting them from the hemopro 2 device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question. Refer to MFR report # 2242352-2013-00400, 2242352-2013-00401, and 2242352-2013-01300 for related reports.